Event description:
A patient incurred a superficial , temporary level 2 burn (superficial burn and blisters) to the skin surrounding the retromastoid area and ear lobe while undergoing a 20-hour craniotomy. During the procedure, the microscope illumination was extensively used, and for at least a portion of the surgery, the light intensity was set at 100%.

Manufacturer narrative:
The system and the light source have been inspected by a trained service technician and found to work according to the specifications. The labeling recommends the user to use the lowest light setting necessary for the procedure, reducing the exposure to a minimum.